Manufacturer narrative:
D2b: pro code (product code): fge, lit. G4: premarket / 510(k) #: k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified brachial vein. A 7.0 x 100, 75cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 12 atmospheres for 30 seconds, the balloon vertically ruptured. The device was removed, and the procedure was completed with another of the same device. There were no patient injuries reported, and the patient condition was good post-procedure.